Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 130 units of insulin. There was no impact to the customer's blood glucose level. It was confirmed that the customer would load a new cartridge onto the pump.